Event description:
Customer stated that a brown colored liquid was flowing out of the device. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The availability of this device to stryker is unknown. A follow-up report will be filed if the device is returned to the manufacturing site for further investigation.